Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2021, the patient underwent a left hip arthroplasty with the implantation of depuy products. On (B)(6) 2021, the patient underwent a left hip revision to address squeaking, acetabular liner implant fracture, and acetabular cup and acetabular liner disassociation. The acetabular liner and femoral head were revised. There was no alleged product deficiency involving the femoral head. The acetabular cup and femoral stem were retained. There were no indicated intra-operative complications. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not returned. Reviewing the x-ray provided on the attachments we can confirm the reported event. The implant is presenting a disassociation. It was not possible however to identify any product error as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. 1) quantity manufactured: 10 parts. 2) date of manufacture: 02-nov-2020. 3) any anomalies or deviations identified in DHR: there are no anomalies associated with this lot. 4) expiry date: 31 oct 2030. 5) IFU reference: 090200701.

Event description:
Customer is reporting a revision of pinnacle pe inlay sz. 50 left side because of disassociation of pe implant from metal cup. Doi: 2021. Dor: (B)(6) 2021; left side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.